Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor failed incoming pulse testing. Upon eval, there were broken solder connections at the u900 (analog mux) and u901 (quad micropower op amp) components. The cause of the incoming test failure is the broken solder connections. The root cause of the broken solder connections cannot be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming pulse testing with associated service code 203. The last pt to use this monitor did not report any deficiencies.